Manufacturer narrative:
The reported issue was not confirmed. The device was found to have a flow rate accuracy of -1.59%, which was within +/-5% specification. In addition, the device was found to have a battery outside of the warranty; this issue was not related to the user-report flow rate issue. The battery was replaced, and the pump was tested to meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00289).

Manufacturer narrative:
The manufacturer is waiting for the arrival of the pump.

Event description:
The user reported an over-infusion issue with the device on (B)(6) 2017. The reporter was unsure of the flow rates and the deviations but noted that the device was infusing too fast. No patient injury or harm occurred for this case. No specific event date was provided by the user.